Event description:
It was reported that the subject device had no image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h4, h6, and h11. The device was returned to olympus for evaluation and confirmed the customer¿s reported issue. Based on the results of the investigation, it is most likely that the reported issue was possibly caused due to some kind of stress such as damage or deterioration of parts. However, a definitive root cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.